Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on follow up check, unstable thresholds was noted on the right ventricular (rv) his bundle lead. The rv lead was capped and replaced with a left ventricular (lv) lead. No patient complications have been reported as a result of this event.